Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause was determined to be the software not supporting a scenario when utilizing the suctioning tool and at the same time the sensor fail mode is triggered. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Sensor failure mode, and unit switches to pcv+ mode